Manufacturer narrative:
Section b5 and d6b (explant date ) were updated based on additional information.

Event description:
Additional information received the the device was explanted and the outcome was patient survived.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of major bleed/access site adverse event was most likely use related since the bleeding was managed after surgeon adding an extra suture to the sites.

Event description:
An impella cp was inserted via the femoral artery to support the 71 year old male patient who had been admitted in with the indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was also supported by va-extracorporeal membrane oxygenation, inotropes, vasopressors, and a vent for respiratory needs. The pump was supporting when after 3 days of the support the patient was experiencing hemolysis. The team had seen the plasma free hemoglobins elevated at 30mg/dl and 40mg/dl. The urine color was appropriate, as was the positioning. The pump remained on despite the hemolysis and an access site bleed. The bleeding was treated by another suture at the access site. Pump remains on for support despite these harms. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. For hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.